Event description:
It was reported that the surgeon measured for the distal locking screw while performing a long gamma nail and requested a 5x30mm screw. The hosp rn circulator gave the surgeon the measurements as well as the expiration date for the screw. The surgeon gave the approval to put the screw into the sterile filed. Once the screw was extracted from the sterile box, it was noticed that it looked shorter than normal and requested that the scrub tech measure it. The screw measured 5x25 mm. Fortunately for the pt the screw was not implanted. The surgeon decided to use a 5x35 mm to ensure length. There was no delay in surgery time.

Manufacturer narrative:
It is not known at this time if the device will be returned. Add'l info has been requested and if rec'd will be provided on a supplemental report.